Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the paxgene® blood dna tube there is a tube was insufficient fill blood volume allow and a tube was exceed fill blood volume allow - they use other vacuum blood collection system (not bd) .the second, there are 5 tubes were hemolysis after centrifuged. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: ¿customer met some problems when they use paxgene blood ccfdna tube. The first, there is a tube was insufficient fill blood volume allow and a tube was exceed fill blood volume allow - they use other vacuum blood collection system (not bd) .the second, there are 5 tubes were hemolysis after centrifuged.¿

Manufacturer narrative:
H6: investigation summary: material #: 768165. Lot/batch #: 1231006. Bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for overfill, underfill, and hemolysis was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for overfill and underfill was not observed, however hemolysis was observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (underfill/overfill) because the defect was not evident in the testing of the complaint lot samples. Visual evaluations of both complaint lot (retains) and control samples were acceptable in terms of fill evaluation. Hemolysis was confirmed in both retain and control samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode overfill, underfill, and hemolysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the paxgene® blood dna tube there is a tube was insufficient fill blood volume allow and a tube was exceed fill blood volume allow - they use other vacuum blood collection system (not bd). The second, there are 5 tubes were hemolysis after centrifuged. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: ¿customer met some problems when they use paxgene blood ccfdna tube. The first, there is a tube was insufficient fill blood volume allow and a tube was exceed fill blood volume allow - they use other vacuum blood collection system (not bd) .the second, there are 5 tubes were hemolysis after centrifuged.¿